Event description:
A report was received that the patient was experiencing pain/irritation at the ipg site. The patient was having extreme tenderness and when the device was on, the pain radiates to her left flank. The patient could not tolerate the device due to the muscle spasm it causes. The patient was prescribed with pain medications and will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description:linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain/irritation at the ipg site. The patient was having extreme tenderness and when the device was on, the pain radiates to her left flank. The patient could not tolerate the device due to the muscle spasm it causes. The patient was prescribed with pain medications and will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.